Manufacturer narrative:
E1:patient city: (B)(6). Patient country: the united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch: 6011609, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6011609 was manufactured according to the work instruction (wi) version 100 and manufactured in the machine multivac 14 on 13/feb/2025, with a total of (B)(4) units. Glue-tubing lot: the lot: 5a04169 was manufactured according to the wi version 66 and manufactured in the machine ft02 on 12/feb/2025, with a total of (B)(4) units. The lot: 5a02606 was manufactured according to the wi version 66 and manufactured in the machine ft02 on 12/feb/2025, with a total of (B)(4) units. The lot: 5b00071 was manufactured according to the wi version 66 and manufactured in the machine ft02 on 30/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.